Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent a full vns system replacement due to lead discontinuity and a generator prophylactic replacement. The newly implanted vns system was tested and system diagnostics returned impedance within normal limits. It was reported that on (B)(6) 2015 the previously implanted vns system had been tested and system diagnostics returned a high impedance result. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was reported that the explanted devices were not available for return to the manufacturer.